Event description:
The pt was positioned for the first procedure, which was a circumcision. The pt's legs were not touching any metal. A valleylab force 2 model was used in this procedure. (The last preventative maintenance was approximately six months prior). Following the incident, this unit was checked for electrical safety and performance verification and electrosurgical output test results were within normal range for this unit. The grounding pad was attached to the left thigh. The first procedure (circumcision) was completed without complication at which point, the valleylab esu was unplugged and removed from the room. The second procedure was then started which was a transurethral incision of the prostate (tip). The bard (now conmed) electrosurgical generator was then turned on. It was found that the collin's knife on the resectoscope would not penetrate the tissue and then it was noticed that there was normal saline hanging instead of glycine. Once this was rectified, the second procedure was completed without further complication. At the conclusion of the second procedure, the drapes were removed and a 4.5cm by 6.5cm area of black, excoriated skin was noticed directly underneath the bovie pad on the right thigh which had been connected to the bard (now conmed) electrosurgical generator. The burn was dressed, and the pt required inpatient admission for wound care f/u. The pt was discharged on postop day two and was instructed to follow up with physician for wound care which did include wound debridement and a wound vac.

Manufacturer narrative:
According to the user facility's report, it appears the pt burn site was located under the grounding pad. The initial report has been sent to conmed corp for grounding pad complaint handling. The system 5000 power plus listed in this report is approximately 23 yrs old and is no longer serviced by conmed electrosurgery.